Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of battery performance alert (bpa) could not be confirmed in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) level when received. A longevity calculation was performed and revealed the battery depletion was normal. Additionally, pacing, sensing, impedance, and high voltage output was tested and no anomaly was observed. The cause of the bpa was due to restoring the device from a backup vvi. The backup vvi was due to magnetic resonance imaging (MRI) interaction and not a device malfunction. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis revealed a nonfunctional patient notifier. This is consistent with a patient notifier failure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the physician observed a battery performance alert (bpa). Abbott technical support (ts) reviewed device session records and stated the bpa alert was false. Additionally, ts alleged the false alert was related to a previous event of backup vvi mode. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.